Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a device implanted on the right in (B)(6) 2011. The patient was also implanted in 2002 on the left side, and that device was upgraded in (B)(6). The patient had good therapeutic effect up until a few weeks ago. The patient believed it started to occur when he checked his battery with his patient programmer. The patient's left arm symptoms included stiffness, shocking/tingling in left arm and neck, and a little more tremor returned. The patient also started to drool and had a harder time balancing on one foot. The patient visited with his physician and reviewed the right device's settings, which were 4.0v, 120us, 185hz, with 1+, 2- programmed. In (B)(6) 2011, the battery voltage was 3.72v and at this visit it was 3.71v. The left device's settings were 2.9v, 90us, 185hz. Each electrode was tested individually in unipolar mode. The patient's arm would stiffen up and patient would get shocking in his left arm at low testing voltages such as 1.3v to 2.0v. It was not believed these side-effects would be seen with overstimulation/understimulation of the nucleus. The patient was reprogrammed to 4.4v and was having great therapy control without shocking/tingling or arm stiffness. The current impedance measurements were normal; no specific values were obtained. Because the patient was experiencing the shocking sensation around the neck/left arm area the possibility of a fluid short was reviewed. It was not believed to be a voltage depletion issue related loss of therapy because there was such a small change in the battery voltage. It was suggested to continue to watch and do impedance tests with multiple neck manipulations. The impedance results from the last physician's visit could not be accessed. The patient checks the battery weekly with his programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot# j0208359v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot# j0208359v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
Additional information received reported the patient's lue (left upper extremity) stiffened and patient got a "shock-like" feeling down the left arm when he checked the battery status. Impedances were checked, electrodes tested normal, and there was lue stiffening and shocking feeling with each individual electrode tested with low amplitude, and original setting was fine. The patient did not require hospitalization and there was no patient injury. If additional information is received, a supplemental report will be submitted.